Manufacturer narrative:
Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including lot details, reason for revision, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. Revision implants are a 36 +0 pca head and a 36e poly liner. Update 04/september/2018: rep reported that patient's right hip was revised due to liner wear. There are no allegations against the head.